Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery and that remote monitoring was disabled. Although the new software update was installed via programmer, device replacement was recommended. The device will remain implanted until device replacement takes place. No adverse patient effects were reported.